Event description:
Reported by the patient as "when the doctor tried to do a fill at the port, [the physician] removed greenish discolored fluid with pieces in it. Later, the doctor removed the band and the port." Follow-up finding per the operative notes; revision surgery occurred due a possible leak and/or erosion. The product was removed and no evidence of leakage was noted. Also there was no indication of band erosion. The fluid aspirated from the device was sent to pathology. The surgical pathology final diagnosis are: benign fibroadipose and fibroconnective tissue with focal chronic inflammation and reactive mesothelial lining. There appears to be no complaint against the device. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling addressed the possible event under "adverse events" as follows: "adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."